Event description:
It was reported that before use of the bd micro-fine¿ pro pen needle the hub was loose and it made difficult to attach the needle to the pen. The following information was provided by the bdj investigation team, translated from japanese: the hub was loose and it made difficult to attach the needle to the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-jun-2023. H6: investigation summary fourteen sealed and one open 32g x 4 mm pen needles and three photos were returned from lot. No. 2172163, cat. No. 320559. Visual examination was carried out the open sample and a bent non patient end of cannula was observed, due to the condition the sample was returned no clog test could be carried out. A clog test and a functionality test was carried out on the fourteen sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed sample was returned open it is not possible to determine root cause.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd micro-fine¿ pro pen needle the hub was loose and it made difficult to attach the needle to the pen. The following information was provided by the bdj investigation team, translated from japanese: the hub was loose and it made difficult to attach the needle to the pen.